Manufacturer narrative:
There is more information on the device evaluation. Correction is being made to component code and medical device problem code. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications at the time of shipping. The subject device was not repaired within the past one year as reported, a foreign object appearing to be a fiber exited from the subject device during manual cleaning during reprocessing. The user removed the foreign object and discarded; as such, the component analysis of the foreign object was not possible. Device evaluation could not confirm the issue. However, device evaluation did confirm the following: · there was no abnormality of the image · there was no abnormality of the light function ·there was no abnormality of forceps passage in the biopsy channel. The instructions for use includes the following statements: never contact and/or press the bending section of the endoscope with hand instruments. The bending section may be damaged and cause parts of the covering to fall off inside the patient (for choledocho use).

Manufacturer narrative:
Due diligence was executed for this event. Exact event date is not known; it is approximately apr 12, 2021. It is not known if the device was inspected before the event, nor if it was dropped or came in contact with a hard surface or sharp corner. It is also unknown if there were any alarms or error messages. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing, some damage was observed at the distal end that was causing leakage. Evaluation is ongoing. Supplemental report(s) will be filed as any information becomes available.

Event description:
As reported for this event, during reprocessing, at the time of manual cleaning, what appeared to be a fiber optic strand was taken out of the device and discarded. There is no patient involvement.